Event description:
On (B)(4) 2014, the reporter contacted lifescan (B)(4), alleging the subject meter read inaccurately high compared to another device (aviva meter). The reporter did not recall the results obtained with the subject meter or on the other device. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.